Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator was not working for almost 7 years, failing to alleviate the patient's tremors. The patient experienced side effects, including twitching in the face and affected the mouth's right side. Additionally, for the past 8-9 months or longer, they have occasionally felt a twinge of a shock when lying down on the left side, where the implant is located. When asked, patient said has vertigo and falls a lot. They were advised to consult their healthcare provider and to schedule an appointment to have the implanted system checked. Patient stated the system hasn't ever been checked other than during reprogramming appointments. When offered to check listings, patient declined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the device worked, but they were unable to successfully program to where the device controlled their tremors without side effects. The patient mentioned in the last year and a half on rare occasion they would experience a tiny shocking sensation when their laid on their left side and asked if this could mean their battery was leaking. The patient mentioned they hadfallen, but nothing that would damage the device.